Event description:
During the follow up with the manager of the inpatient acute's programs for an associated event, it has learned a female patient was admitted to the hospital for complaints of shortness of breath, weakness, nausea and vomiting on (B)(6) 2014. She had missed her dialysis treatment and was dialyzed in the hospital on (B)(6) 2014 without incident. It was reported by the acute's in patient manager that the patient had a cardiopulmonary arrest on (B)(6) 2014 in her hospital room which occurred greater than four hours on (B)(6) 2014 in her hospital room which occurred greater than four hours after her last hemodialysis. The patient was resuscitated and transferred to the intensive care unit (ICU).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. According to the initial reporter, there was no malfunction alleged. The patient investigation is in progress.. The post market surveillance department has performed a clinical investigation and concluded there is no documentation in the medical record of a reasonably suspected causal relationship between the product and the event. There is no history of specific malfunction or the product being out of specifications. A supplemental medwatch report will be submitted upon completion of the investigation.